Event description:
It was reported that during routine check by the customer, the cardiosave intra-aortic balloon pump (iabp) unit was not fully charging. There was no patient involvement, and no adverse event reported.

Manufacturer narrative:
A getinge field service engineer (fse) was dispatched to evaluate this unit. Prior to visiting the site, the fse conversed with the facility biomed, advising them to disengage and then reengage the console into the cart to see if the batteries would charge. The fse arrived on site to find both batteries fully charged. No fault was found. All battery operational checks and run time tests passed. The iabp recognized both battery bays and successfully charged/discharged the batteries. The hospital cart ac/battery led indicator was functioning correctly. The fse then performed functional and safety checks to meet factory specifications and the iabp was released to the customer and cleared for clinical service. No repair was required. The fse indicated that the biomed likely (unknowingly) resolved the issue himself by disengaging and then reengaging the console into the cart. A supplemental report will be submitted upon completion of our investigation. (B)(6).